Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) did not turn on with the power on / off button. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced acid lead battery x2 and cable. The unit has been tested and checked. All test passed. The unit was delivered in working condition.